Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted. The pt had a history of being irradiated for malignancy, and as a result appeared to have substrate issues such that she had been through previous lead revisions. As a result, her vasculature was quite congested with old, abandoned and no functional leads making lead manipulation extremely difficult. Post implant, the lead exhibited loss of capture and sensing. Due to the pt's history of radiation to the chest and several leads in vasculature, the rv lead dislodged.